Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced an overinfusion during service/testing. The volume expected to be delivered by the device was 35ml of an unknown solution. The actual delivered volume was 39.1ml of an unknown solution. This meets the description of a reportable malfunction because the percent of overinfusion was greater than ten percent. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. Software version is unavailable.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.